Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during preparation for use for a therapeutic cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to a defective generator. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.